Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain/ sharp persistent pain') and genital haemorrhage ('general abnormal bleeding/ excessive bleeding') in a 33-year-old female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, uterine dilation and curettage and miscarriage. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (vaginal)"), cystitis ("infection (bladder)") and urinary tract infection ("infection (urinary tract)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and intermenstrual bleeding ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2019 and hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, intermenstrual bleeding, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2019 discrepancy noted in date of removal (B)(6) 19 in previous case and in this follow up (B)(6)2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Batch no b94867 production date 2013-11-13 expiration date 2016-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain/sharp persistent pain') and genital haemorrhage ('general abnormal bleeding/excessive bleeding') in a 33-year-old female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, uterine dilation and curettage and miscarriage. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2019 and hysterectomy and left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, intermenstrual bleeding, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2019 discrepancy noted in date of removal (B)(6) 2019 in previous case and in this follow up (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: medical record received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain/sharp persistent pain') and genital haemorrhage ('general abnormal bleeding/excessive bleeding') in a 33-year-old female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, uterine dilation and curettage and miscarriage. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received. Events per pfs: vaginal bleeding, menorrhagia, infection (bladder/urinary tract/vaginal) and abdominal pain, pelvic pain were added. Lot number received. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain/sharp persistent pain') and genital haemorrhage ('general abnormal bleeding/excessive bleeding') in a 33-year-old female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, uterine dilation and curettage and miscarriage. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia and metrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and metrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case became incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metrorrhagia (bleeding b/w periods), general abnormal bleeding. Laboratory data was added, essure removal date with procedure were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.